Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited some undersensing. The physician had called in and asked technical services (ts) to review recent shocks and wanted the therapy to be given sooner. Ts reviewed the presenting and stated that there were some rare episodes of undersensing, however it did not significantly delayed therapy. Ts recommended reprogramming options. This device remains in service. No adverse patient effects were reported.